Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis on (B)(6) 2018 at.7.30 pm with blood glucose value was 689mg/dl. The customers other blood glucose level was 600 mg/dl and 700mg/dl. The customer was treated with insulin drip. The device will not be returned for analysis.